Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were somewhat burnt. There was some evidence of blood. Jaw force measurements passed specifications. Resistance measurements did not pass specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device did not perform according to specifications during the device activation, it failed to heat up. The distal jaw tips assembly was opened up and it was found that the primary jaw wire was partially detached/loose. Based upon this observation, the reported complaint for "intermittent continuity" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaws worked only intermittently which caused problems in cauterizing other branches. It was reported that "after the case there was bleeding in the area where the harvesting was done and the incision was closed. Some seromas were noticed on the skin outside where the tunnel would have been created, and some cellulites were noticed as well. A new kit was used to complete the procedure. Lot number and patient status are unknown. The product was returned.